Manufacturer narrative:
(B)(4). (B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a total laparoscopic hysterectomy using a sils port, the plastic insulation at the proximal end of the device dislodged and fell into the patient. The plastic piece was then found and removed. There was no injury to the patient.